Manufacturer narrative:
Date of event: exact date unknown, event occurred roughly eight months ago.

Event description:
It was reported that the patient was experiencing frequent charging and therefore underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted ipg will not be returned.